Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. There are plans to replace the lost fixture, but it is unknown in this has occurred as of the date of this report, (B)(6) 2012.